Event description:
On 09/29/2025, a sales representative reported via email that two 3.9 swivelocks from the ar-9400-sbk eclipse speedscap implant system had broken, with one breaking after tapping. The case was completed by opening a replacement kit. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 09/30/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misuse due to prying/leveraging the device during insertion.

Event description:
Additional information was provided on 10/06/2025: on (B)(6) 2025, during a subscapularis repair procedure, two 3.9 mm swivelocks components from the ar-9400-sbk eclipse speedscap implant system experienced thread breakage during insertion. All fragments were successfully retrieved from the patient, and the procedure was completed using a replacement ar-9400-sbk eclipse speedscap implant system. The bone was prepped by half tapping with a tap in the shoulder tray, and the bone quality was assessed as good. There was no delay in the case, although an additional 5 to 10 minutes of anesthesia was administered. No adverse effects were reported during or following the surgery.